Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, crease flat. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack. Based on the device analysis the final assessment is: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.